Event description:
It was reported that the device is displaying a service icon. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control replaced the device, and is currently investigating the reported incident.